Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2108005. Medical device expiration date: 31-mar-2027. Device manufacture date: 18-apr-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle locked at the 1ml and 2ml marks during the injection of the enzyme, and the syringe broke when attempting to force the plunger down. This occurred 3 times in lot 2108005, and once in an unspecified lot. The following information was provided by the initial reporter, translated from portuguese: "the customer opens the package, and puts the drug in the syringe, then collects the enzyme/drug, when she lowers the syringe to apply it to the patient, the syringe locks at 1ml, 2ml, and when she forces the drug to descend and apply in the patient the syringe breaks. The customer verified the first deviation in march 2022, since then she reports that every month some syringe breaks, but this is the first time she gets in touch to report the problem, it is always the same deviation that occurs, she uses the needle for facial treatment, and buy it at a nearby drugstore."

Manufacturer narrative:
Photo received by our quality team for investigation. Upon visual inspection, it was possible to verify that there was aspiration of the liquid, which does not indicate premature failure of the syringe in question, however, the method of using the syringe during aspiration can lead to premature activation of the plunger, therefore it is not possible to confirm that the defect would be related to the bd process. It is necessary to evaluate the physical samples, since the function of the syringe provides for the breakage of the plunger to prevent reuse, but the breakage of the plunger has no influence on the application process, but on the aspiration. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle locked at the 1ml and 2ml marks during the injection of the enzyme, and the syringe broke when attempting to force the plunger down. This occurred 3 times in lot 2108005, and once in an unspecified lot. The following information was provided by the initial reporter, translated from portuguese: "the customer opens the package, and puts the drug in the syringe, then collects the enzyme/drug, when she lowers the syringe to apply it to the patient, the syringe locks at 1ml, 2ml, and when she forces the drug to descend and apply in the patient the syringe breaks. The customer verified the first deviation in (B)(6) 2022, since then she reports that every month some syringe breaks, but this is the first time she gets in touch to report the problem, it is always the same deviation that occurs, she uses the needle for facial treatment, and buy it at a nearby drugstore.".